Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced spontaneous right sided deflation post procedure. A physical examination confirmed the deflation. As a result, patient underwent replacement with another mentor silicone prosthesis with cat#: 3504501bc on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: during the visual analysis of the returned sample sal smooth rnd diap 425cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified that the breast implant had an area of shell abrasion on the anterior view. In addition, a tear within the shell abrasion was noted measuring approximately less than 0.1 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).